Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found that the electrode loop was broken at the distal tip. The broken portion of the loop was not returned for investigation. There were burn marks with stains observed on both of the remaining portions of the electrode post. It is likely that the loop was subjected to impact damage due to the excessive force being used to move tissue during the procedure, which could attribute to the reported phenomenon. In addition, information received from the original equipment manufacturer (OEM) stated that "the shelf-life for the device is five years. The referenced model and lot number would have expired between 4/26/2015 to 5/21/2015 according to their information. Therefore an expired hf resection electrode a22205c was used during the procedure on (B)(6) 2015." The instruction manual warns users:" if any damage to the insulation at the electrode's distal tip becomes visible during use, replace the electrode with an undamaged electrode. Otherwise there is a risk of injury for the patient and/ or user."

Event description:
Olympus was informed that during a transurethral resection of bladder tumor (turbt) procedure, the loop wire broke into two pieces but remained attached to the device post. The intended procedure was completed with another similar device. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event but with no result.